Event description:
System removed for infection. Device and information sent to biotronik the end of november 2007. Also removed: cylos dr-t, MDR 1028232-2007-00505, setrox s 53, MDR 1028232-2007-00506.